Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 28.0mmol/l. It was stated that the insulin pump alarmed during the manual prime process. Advised the caller that the device would be replaced. No further information was provided.